Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium transfer set leaked from the tubing. It was reported "the portion from which the solution leaked was condition in which the tubing was bent on same position by holding with rubber band." This event occurred during use with patient involvement. This device was connected five months ago. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed with the naked eye. Functional testing was also performed which included leak testing, clear passage testing, and clamp function testing. During the evaluation, a leak was identified due to a hole in the tubing located near the bushing and patient adapter. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.